Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the insulin pump is broken at the reservoir connection and it misses the transparent plastic guard as well as the o-rings. No further details provided. The device will be returned.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unit was received with missing retainer, missing reservoir tube o-ring, pillowing keypad overlay and minor scratches on lcd window.